Event description:
It was reported that a 12.6mm vticm5_12.6 implantable collamer lens of -13.50/1.5/107 (sphere/cylinder/axis) tore during loading. There was no patient contact. A backup lens was implanted successfully.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).